Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a device history record (DHR) review was not conducted as manufacturing records related to the provided lot number were not available. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the vbs w/balloon sm had signs of breakage and tearing off at the balloon and the distal tip is deformed, these conditions were most likely created during insertion process. The stiffening wire component and the protection sleeve were not returned. A dimensional inspection for the vbs w/balloon sm was unable to be performed due to post manufacturing damage. A functional test cannot be performed as the device was received damaged and in deflated condition. However, inability to inflate or deflate can be attributed to the breakage of the balloon. The complaint was reviewed with the supplier and it was confirmed that all parts pass a 100% leak test and all lots have a sample burst test performed as part of lot acceptance. As part of the investigation, the supplier also performed a burst test on 2 new production devices and both burst above the required 30 atmospheres. A visual examination of the burst test samples confirmed the condition of the balloons were consistent with the complaint devices. The vertebral body stent surgical technique as reviewed; it states to stop balloon expansion if any of the following happens: 1. Desired vertebral body height or angle is reached. 2. Pressure reaches 30 atm (440 psi). 3. Vbs volume reaches maximum limit. The surgical technique guide also contains the following warnings: do not fill the balloons over their maximum volume or pressure. If this is done, they may leak. Vbb maximum volumes differ from vbs maximum volumes. The maximum expanded volumes for vbs are 0.5 ml more than for vbb the failures observed on the returned device is consistent with failure due to over expansion or pressurization. Per the surgical technique guide, expansion should be discontinued as the maximum volume had been reached. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the vbs w/balloon sm would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. The cause of the observed condition is likely due to continuing to pressurize the balloon after the maximum volume had been reached. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2023, a percutaneous vertebroplasty was performed using the items in question. The trial balloons were inflated up without any problem. When the right stent balloon was inflated up, the balloon was inflated up like a trumpet. In order to inflate the posterior part, the balloon was inflated up to its maximum capacity. However, the posterior part was not changed. Once the balloon was deflated, and it was installed at posterior area. Then, the surgeon tried to inflate up the posterior balloon. Dilating solution was poured for about 3 ml with the inflation system. Although the pressure increased, the image showed that the balloon was not greatly inflated up. Although the volume of solution in the inflation system was greater, the balloon was not inflated up. The surgery was completed successfully within 30 minutes delay. No further information is available. This report is for a vertebral body set/small-sterile. This is report 1 of 2 for (B)(4).